Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinician narrative: an impella cp device was inserted via the right femoral artery in a 69-year-old male presenting with acute myocardial infarction complicated by cardiogenic shock (scai stage d). Past medical history was significant for known coronary artery disease, diabetes mellitus, and renal insufficiency. The patient required inotropic support, vasopressors, and ventilatory support at the time of device implantation. During support, the patient was noted to have a significant decrease in platelet count. The clinical team reported concern for hemolysis while the patient was receiving continuous renal replacement therapy (crrt). Testing for heparin-induced thrombocytopenia (hit) was initiated, and plasma free hemoglobin levels were discussed for further evaluation. The patient experienced hemolysis, thrombocytopenia, blood transfusion, and subsequent medical device removal. The device was reported to have been in a suboptimal position prior to removal. Hemolysis is a known and documented potential complication associated with mechanical circulatory support devices and is addressed in the instructions for use, which provide guidance on device positioning and repositioning to mitigate such risk. In cases of malposition, increased shear stress may contribute to red blood cell destruction. Additionally, the patient¿s critical presentation with cardiogenic shock, underlying coronary artery disease, diabetes, renal insufficiency, crrt, and overall hemodynamic instability may independently contribute to thrombocytopenia and hemolysis. After review of the available clinical information, the reported events are consistent with the known risk profile of mechanical circulatory support in critically ill patients with significant comorbidities. Device was explanted because of suspected hemolysis. The patient survived.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d1 the cause of the injury was not determined due to insufficient clinical details. The cause of the hemolysis was not determined due to lack of clinical details, no product or data logs returned for analysis. The cause of the positioning issue was not determined due to lack of clinical details, no product returned for analysis.